Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; however, based on the information available, it is likely that the reported event was caused by the first guidewire used with the balloon catheter. The subject device is not available.

Event description:
It was reported that the balloon kept deflating. The guidewire was changed and the procedure was completed with the same balloon catheter. There were no clinical consequences to the patient.